Manufacturer narrative:
Based on the information received from the hospital, it is believed that a death may have occurred, however, this has not been confirmed by the hospital.

Event description:
It was reported that the pulse oximetry (spo2) default level was violated and the system did not alarm. According to the information received from the hospital a death may have occurred. Multiple attempts were made to obtain additional information; however, no further information has been received. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.